Event description:
A u.s. Distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event while at hospital rehabilitation. Atrial fibrillation with rapid ventricular response at 157 bpm with motion artifact contributed to the false detection. Hospital staff was present at the time of the event. The patient was reported to have been consciousness at the time of treatment but did not reach the response buttons in time. Per the patient's flags, the patient did not press the response buttons during the entire event. The patient remained at the hospital.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. The patient remained at the hospital and continues to use the lifevest. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction(B)(6) 2014 - reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.